Manufacturer narrative:
Initial reporter is a synthes employee. The device history record (DHR) of product code 283910000, lot 263535 was electronically reviewed, and no non-conformances were observed during the manufacturing process. The product was released on november 20, 2019. A product investigation was completed: upon visual inspection, it was observed that the cement was hardened inside the injector body. Some portion of the hardened cement was found inside the transfer adapter. No components were found to be misassembled. The functional test was failed to perform on the returned device as the cement was solidified. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. The relevant drawings were reviewed; no design issues or discrepancies were noticed. The complaint condition was not confirmed as no components were found to be misassembled. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that when using cement, the piston cap on the bottle cap and the plunger was rotated; it is found that there is no air leakage from the front end. No consequence to the patient was reported. During the investigation by the manufacturer, it was observed that the cement was hardened inside the injector body. Some portion of the hardened cement was found inside the transfer adapter. This report is for a confidence spinal cement system. This is report 1 of 1 for (B)(4).